Event description:
During transport, the patient's oxygen saturation was 90% and higher, heart rate (hr) 68 while being hand ventilated on 100% fio2. Upon arrival to new bed, the transport ventilator (hamilton)'s oxygen source (e-tank) was connected to the wall oxygen outlet. This was done via flowmeter using the 50 psi valve. Alarm began signaling "oxygen failure." The oxygen was immediately disconnected and reconnected to an adjacent bed's wall oxygen outlet via flowmeter. Approximately 1-2 minutes later, alarm signaled "oxygen failure." The oxygen was then immediately disconnected and reconnected to the e-tank. The alarm no longer signaled "oxygen failure." The patient's oxygen saturation dropped to 30-49%, the patient was removed from ventilator and bagging began with 100% fio2. The patient's heart rate dropped in the 40's bpm. Code blue was initiated, before patient¿s death.

Event description:
During transport, the patient's oxygen saturation was 90% and higher, heart rate (hr) 68 while being hand ventilated on 100% fio2. Upon arrival to new bed, the transport ventilator (hamilton)'s oxygen source (e-tank) was connected to the wall oxygen outlet. This was done via flowmeter using the 50 psi valve. Alarm began signaling "oxygen failure." The oxygen was immediately disconnected and reconnected to an adjacent bed's wall oxygen outlet via flowmeter. Approximately 1-2 minutes later, alarm signaled "oxygen failure." The oxygen was then immediately disconnected and reconnected to the e-tank. The alarm no longer signaled "oxygen failure." The patient's oxygen saturation dropped to 30-49%, the patient was removed from ventilator and bagging began with 100% fio2. The patient's heart rate dropped in the 40's bpm. Code blue was initiated and time of death was 1421.